Event description:
An unknown screwdriver shaft broke intraoperatively, and a fragment of the driver had to be retrieved from the patients wound. No additional information is available. This report is for an unknown screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screwdriver shaft. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is for treatment, not diagnosis.subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: part is no longer unknown. The product development evaluation reported that since the return did not include all instrument components, the chu cannot determine the root cause. The disposition of this evaluation from a design perspective is indeterminate.

Event description:
A screwdriver shaft broke intraoperatively, and a fragment of the driver had to be retrieved from the patients wound.